Event description:
Related manufacturer reference number: 2017865-2023-72949. It was reported that the patient presented to the hospital for a scheduled procedure. Prior to procedure, interrogation of the pacemaker revealed the right atrial (ra) lead had noise with no capture threshold and high pacing impedance. The physician decided to cap and replace the ra lead on (B)(6) 2023. The patient was discharged in a stable condition. However, it was noted the newly replaced right atrial (ra) lead had no capture upon discharge. The patient was brought into the electrophysiology lab and it was discovered that the ra lead was dislodged via x-ray imaging. The ra lead was reconnected to the pacemaker and repositioned into a satisfactory location. The patient left in a stable condition.